Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.